Manufacturer narrative:
Additional information/correction was added to b5, f10/h6 and h10. Additional information/correction to b5: subsequent to the initial report, the customer reported ¿the problem they noticed was a leakage and not a particulate matter¿ (previously reported and submitted as ¿particulate matter (pm) that was observed on the infusion line¿. F10/h6: medical device problem codes: ¿a180104¿ will be omitted, replaced with ¿a050401.¿ f10/h6: component codes: ¿g04134¿ will be omitted and leave with blank. H10: upon further review of the evaluation results, it was determined that during the evaluation of the returned sample, no evidence of leak was observed. Therefore, the reported condition of leakage was not verified. The most probable cause of the leak may likely be user related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device was filled with unspecified antibiotics (omitted on initial). H4: device manufactured between october 2, 2020 to october 5, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed a brown particle matter (pm) measuring 0.08 square mm in size which was embedded in the material of the tubing line. The pm was not in the fluid path. The particle was subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via fourier-transform infrared spectroscopy; the raw materials of the tubing line. The reported condition of pm was verified, however, the evaluation determined that the pm was within the acceptable limits per product specifications and that the sample was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed on the infusion line of a small volume intermate. The pm was further described as brown dot-like discoloration on the infusion line. The pm was observed prior to patient use. There was no patient involvement. No additional information is available.